Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a mid left anterior descending artery. Pre-dilatation was performed with a 3.0 x 12 mm nc balloon catheter. A 3.5 x 18 mm absorb delivery system was being inflated and it was observed after reaching nominal pressure the scaffold had not deployed and there was a contrast leak. The delivery system, along with the scaffold was removed and a new 3.5 x 18 mm absorb was used to successfully treat the lesion. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to deploy was confirmed. The reported balloon rupture was not tested/confirmed due to the separation at the proximal balloon seal. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).